Event description:
Drive devilbiss healthcare received notice regarding the incident from the enduser, involving a walker, a product imported and distributed by drive devilbiss healthcare. The enduser was using the walker in the kitchen when she allegedly fell. Nine one one was called and she was taken to the hospital. She has a hematoma on the side of her stomach and her right arm. Drive devilbiss healthcare is in the process of getting the product back to further the investigation. This report is based on the information that was provided by the enduser.